Event description:
It was reported by the customer that the control module has had software glitches. The control module will attempt to boot up, but then it just goes to grey screen with three pictures.

Manufacturer narrative:
H.3.: evaluation summary: based upon the inquiry information, received visual and functional examination: the unit was found to require the interface board and black cable replaced. The device was functionally tested, met all product requirements and returned to the customer. Results: interface board and black cable replaced.